Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating that he had bilateral knee replacements in 2014. Patient reported that on (B)(6) 2017, his right patella was revised because the patellar implant separated from patient's bone and migrated approximately 1.5 inches down his leg. On (B)(6) 2018, patient's right knee was revised because of loose implants (patient reported "the whole thing" was loose) and instability. This pi is for revision of patient's right knee on (B)(6) 2018.

Event description:
Patient called stating that he had bilateral knee replacements in 2014. Patient reported that on august 21, 2017, his right patella was revised because the patellar implant separated from patient's bone and migrated approximately 1.5 inches down his leg. On (B)(6) 2018, patient's right knee was revised because of loose implants (patient reported "the whole thing" was loose) and instability. This pi is for revision of patient's right knee on (B)(6) 2018.

Manufacturer narrative:
Additional information: device details added. An event regarding alleged pain, loosening and instability involving an unknown triathlon insert was reported. The reported event for loosening was not confirmed. However, the event for instability was confirmed based on review of the medical records. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: the provided primary and revision operative reports, office notes and x-ray printouts were reviewed by a consulting clinician who indicated [...] "On (B)(6) 2014 an office visit note states, ¿¿ had no pain ¿ noncompliant with request for physical therapy ¿ walking without any significant difficulty other than a twisting injury to the left knee. Physical examination: bilateral pain free range of motion ¿ 3° to 100° ¿ x-ray bilateral: appropriate position ¿ return six weeks ¿ suggest physical therapy.¿ when seen on july 2, 2014 the patient ¿complains of swelling left knee ¿ physical examination bilaterally 0° to 100°, stable to varus/valgus, moderate effusion of the left." [...]"at an october 1, 2014 office visit the note states, ¿¿ noncompliant with attending physical therapy. " [...]"on august 21, 2017 it is noted the patient had ¿right knee arthrotomy and removal loose patellar component¿ for a diagnosis of ¿painful right tkr with loose patellar component¿. The operative report describes general anesthesia and the use of a tourniquet. The report notes, ¿¿ loose patellar component was immediately visualized ¿ lying loose below inferior aspect of the patella ¿ removed ¿ remaining components well-fixed and in good position..." [...]"there is no examination of the explanted components and no documented clinical records between (B)(6) 2017, when the right patellar surgery was performed. There are no clinical records between (B)(6) 2018 revision surgery or a description of the painful instability noted on the pre-operative diagnosis. The change in polyethylene inserts incorrectly notes the original and replacement components as ¿cr¿, while the revision label and primary operative report notes cs components were inserted. In this non-compliant, obese patient, failure of patella fixation may have resulted from imperfect tracking with the patellar component failing by fatigue fracture of the pegs. Examination of the explanted component would confirm this. Subsequent instability may have been related to the absence of a patellar component or also related to improper soft tissue balance at the primary surgery. Examination of the explanted poly insert would help clarify the situation. There is no evidence factors related to component design, manufacturing or materials are responsible for this clinical situation." -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the reported event for instability was confirmed. However, the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided medical records were reviewed by a consulting clinician concluded that "there is no examination of the explanted components and no documented clinical records between february 4, 2015 and august 21, 2017, when the right patellar surgery was performed. There are no clinical records between (B)(6) 2017 and the april 6, 2018 revision surgery or a description of the painful instability noted on the pre-operative diagnosis. The change in polyethylene inserts incorrectly notes the original and replacement components as ¿cr¿, while the revision label and primary operative report notes cs components were inserted. In this non-compliant, obese patient, failure of patella fixation may have resulted from imperfect tracking with the patellar component failing by fatigue fracture of the pegs. Examination of the explanted component would confirm this. Subsequent instability may have been related to the absence of a patellar component or also related to improper soft tissue balance at the primary surgery. Examination of the explanted poly insert would help clarify the situation. There is no evidence factors related to component design, manufacturing or materials are responsible for this clinical situation."